Manufacturer narrative:
Pump was received with cracked and bleeding lcd glass. Unable to perform the functional tests, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to cracked and bleeding lcd glass. Pump was received with missing motor assembly, broken off bottom end cap, scratched case, pillowing keypad overlay, keypad overlay texture damage, serial number label fading and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump fell from the third floor. The customer's blood glucose level was unknown at the time of the incident. The product was returned for analysis.